Manufacturer narrative:
Stryker sustainability solutions resterilized the three complaint devices through our open-but-unused process. An examination of the device packaging revealed all three packages had a puncture at the proximal end of the device near the package labeling. It was noted that there were two puncture marks within the packaging material. However, the puncture mark that penetrated the sterile barrier only breached one side of the packaging suggesting the puncture originated from within the packaging. The cause of the puncture in the packaging is attributed to the contact surface area of the device and packaging being significantly small which greatly increased the stress exerted on the packaging given an applied force. Training has been conducted to ensure tip protectors are applied to devices with sharp ends to prevent the devices from puncturing the package in the future. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that three laparascopic electrodes were returned to the customer with holes in the packaging. The devices were not used.